Manufacturer narrative:
(B)(4). Additional information: device component fell into the patient cavity and were all recovered without injury. There was no blood loss of 500 cc or more and the surgery time did not require any unplanned extension in time. The UDI of the device could not be provided. No further details regarding patient, product or procedure were provided by the reporter.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a giant hiatal hernia procedure, the reload fell out of the jaws. A new reload was used on the same. The current patient status is fine. No adverse events have been reported.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No visual abnormalities were noted. The needle was received opened by the account in the cartridge. The needle was loaded onto a pmv instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of each jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested. The file will be closed as a tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and reassessed at that time.